Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the history showed high basal rates which were as high as 5 units/hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box began on (B)(6) 2014. The pump history for the complaint was overwritten. The current pump history showed no errors, alarms, or warnings related to the complaint. There was no hypersensitivity to the keys observed on the keypad. A 1.0u/hr basal program was executed for 24 hours; at the end of the duration test the basal rate was 1.0u/hr with no changes observed. The pump was then downloaded and the basal total daily dose (tdd) and the tdd total from the 24 hour duration test correctly matched in the download. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.